Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected discrepant hematocrit/hemoglobin results for a patient with gastrointestinal (gi) bleeding. No treatment was given based on the I-stat result. There was no patient information at the time of this report. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 01/18/2018. Retain product was tested and functioning according to specification. Return product was not available.